Event description:
It was reported the patient presented for post-implant interrogation. During the device check, it was determined the atrial leadless pacemaker (lp) was pacing the ventricle. Chest x-ray confirmed the lp had dislodged to the right ventricle. The lp was explanted. The patient was in stable condition.